Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient developed an infection at the ipg pocket site approximately 3 weeks post implant. Culture results confirmed a (B)(6)infection. As a result, the patient underwent a surgical intervention wherein the entire scs system was explanted. The patient was treated with IV and oral antibiotics. The infection is now resolved.